Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgery was performed to revise a loose tibial component. It was found that both components femoral and tibial were loose. Doctor revised both the tibia and the femoral component. Surgery sheet is attached to show new components.

Manufacturer narrative:
An event regarding baseplate and femoral component loosening involving a triathlon baseplate was reported. The event was not confirmed. Material analysis completed on the returned device concluded that no material or manufacturing defects were observed on the components examined. X-ray copies of very poor quality are undated and appear to be an ap and lateral of the cemented ps total knee arthroplasty with no gross pathology noted on these poor films. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the lot. The exact cause of the reported baseplate and femoral component loosening could not be determined. Further is needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that surgery was performed to revise a loose tibial component. It was found that both components femoral and tibial were loose. Doctor revised both the tibia and the femoral component. Surgery sheet is attached to show new components.